Event description:
Information received with return of the explanted device notes that the patient complained of fatigue and "heart beating funny" and had a history of atrial fibrillation. When the device was interrogated, there was no programming other than return to standard/vvi 70 unipolar. The pro- grammer printout showed dashes (---) for multiple parameters and there was a high current drain. The patient was also exposed to "lots of airport security systems."